Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue independently earlier in the day by changing the cartridge and successfully resuming insulin administration.